Event description:
A revision surgery occurred on (B)(6) 2019. According to the sales rep, the patient had thin, weak bone. Initially, the patient was implanted with another manufacturer's system, which was revised to the humelock reversed system on (B)(6) 2019 after the patient suffered a bone fracture. When the fracture failed to heal properly, all humerlock reversed system components were explanted on (B)(6) 2019 and replaced with a different manufacturer's system. No fx shoulder components remain implanted in the patient. Explants include humelock reversed stem size 12 (ref 317-3212), 40/+9 standard humeral cup (ref 104-0809), 24mm glenoid baseplate (ref 105-0024), and 40mm glenosphere (ref 105-4010).